Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Event description:
N/a.

Manufacturer narrative:
Additional email: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). H3 other text : device not returned.

Event description:
It was reported that immediately after inserting the intra-aortic balloon (iab) a fiber optic sensor failure occurred. The customer switched to transducing off the central lumen. They also had concerns about pressure discrepancies, which they later realized were due to aortic valve issues. There was no patient harm or adverse event reported.